Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical nurse reported that stated the heparin syringe line came off the main blood tubing set during dialysis (tx) mode. The patient completed treatment on the same machine with new supplies. The patient's blood was leaking from the tubing connection when the syringe tubing came off. Upon follow up, the nurse stated that a fresenius combi set was used for treatment and a blood leak occurred. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.